Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. The proximal neck was 17-21 mm in diameter and 20 mm in length. The right common iliac artery was 11-12-11 mm in diameter and the left common iliac artery was 10-10-9 mm in diameter. The right external iliac artery measured 5 mm in diameter and the left external iliac artery measured 6 mm in diameter. The neck angulation was approximately 90 degree and the presence of calcification was severe. It was reported that the procedure was successful however, the patient suffered a stroke and expired the next day. During the evar procedure, the guidewire was advanced up to the arch. It is unknown if the patient had a history of stroke. Film review analysis: review of returned films pre-implant revealed a small diameter proximal neck (17mm), which was angulated approximately 90deg, and calcified. The 6cm diameter aaa was lined with calcification. The iliacs were also extensively calcified. Images during and post-implant were not provided. The cause of the stroke could not be determined. May have been procedure related.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Results: inherent risk of procedure (stroke); (unknown cause of event); unapproved use of device (aortic neck greater than 60 degree). Conclusion: (unknown cause of event); known inherent risk of a procedure (stroke); off ¿label, unapproved or contraindicated use (aortic neck greater than 60 degree).